Event description:
Patient undergoing radial artery thromboembolectomy. During the procedure the surgeon was using a #2 fr fogarty catheter to remove thrombus from the artery. After removal of the catheter it was noted that the balloon on the catheter had ruptured.